Event description:
It was reported the patient underwent puncture and indwelling PICC catheter in our hospital on (B)(6) 2021, with a 37cm implantation, and went to the hospital for maintenance on time every week to master the knowledge of catheter home care. (B)(6) 2022 8:30 the nurse was about to receive fluid for chemotherapy. When flushing with a 20ml syringe, it was found that fluid overflowed from the puncture point. Immediately contact the PICC outpatient specialist nurse. The PICC outpatient specialist nurse arrived at the department at 8:40. After routine disinfection, the catheter was pulled out of the body. A very small crack was found at the depth of 30cm of the catheter, about 0.1cm directly. The damaged catheter was trimmed. Built-in 28cm, exposed 2cm, flush the tube with a 20ml syringe again at 8:50, there is no liquid leakage, the catheter is properly fixed, and the liquid infusion is normal.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2160 showed three other similar product complaint(s) from this lot number.